Event description:
It was reported a patient experienced peritonitis, sepsis and subsequently passed away coincident with automated peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. It was reported the patient was hospitalized in the intensive care unit for the peritonitis event. The same day as hospitalization the patient began treatment with a bolus of unspecified antibiotics (in the pd solution). Twelve days after hospitalization the patient passed away. The cause of death was reported as sepsis and an unrelated indication. Treatment for the sepsis was not reported. It is unknown if the patient was recovered from this peritonitis event prior to death. It was reported the sepsis was not related to the peritonitis. It was reported the patient was not connected to the homechoice device at the time of death or undergoing any type of treatment. It was not reported if an autopsy was performed. Attempts to obtain additional information regarding the reported events were unsuccessful.

Manufacturer narrative:
Complaint no: (B)(4). The patient's initials were reported as (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the sepsis was due to a non-related event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.